Manufacturer narrative:
UDI is unknown due to the device was manufactured prior to 9/24/2014. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced pain at the lead site. A company representative met with the patient and determined that the pain was not related to the stimulation. As a result, the patient underwent surgical intervention to have their lead replaced with the different model. During the procedure, it was noted the physician electively explanted and replaced the patient's ipg with a different model as well. The issue has been resolved.